Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01145. The patient received a replacement ipg on (B)(6) 2010 (reference MFR report: 1627487-2011-01011). It was reported that the patient had a lead replacement procedure (reference MFR report: 1627487-2011-01010) on (B)(6) 2011. The new lead was reported to be inserted into the bottom header of the patient's existing ipg and exhibited normal impedance readings during the procedure. Postoperatively, the lead allegedly revealed high impedance levels. It was reported that the physician took the pt back to the operating room on (B)(6) 2011, and he confirmed the lead and ipg were properly connected. However, the lead continued to reveal high impedances on all lead contacts. The physician stated that he thought the ipg was contributing to the lead issue. The physician decided to explant and replace the ipg and the lead. The explanted devices were returned to the MFR for analysis. F/ u on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.